Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shock impedance measurements greater than 200 ohms were observed on the right ventricular (rv) lead connected to this implantable cardioverter defibrillator (ICD). The patient's electrogram (egm) appeared normal upon review. It was suspected but not confirmed that the out of range measurements were due to electromagnetic interference (emi). This ICD remains in service. No adverse patient effects were reported.